Manufacturer narrative:
Due to characterization limit e1 event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during routine checking that cardiosave intra aortic balloon pump (iabp) had fan failure issue. There was no patient involved.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6. (Type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) visited the site and found that the front fan connection was loose. Reinstall the fan connection properly. Tested the device as per specifications. Performed the electrical safety testing as per as3551 standard. Device was working within specifications.

Event description:
N/a.